Event description:
A clinical nursing instructor (visitor), while in the process of activating the heel snuggler for use - bag exploded and watery contents got on visitor's chest, neck, face and hair (had on eyeglasses). Visitor was treated in eye station (denied getting contents in eyes), and provided full body shower. Visitor conveyed she has had "no changes in skin color" or other complaints as result of incident.